Event description:
Additional information was received from a company representative indicating the patient underwent generator replacement surgery. At the moment, good faith attempts to obtain the explanted generator returned to the manufacturer for analysis have been unsuccessful to date.

Event description:
It was reported by a company representative that a vns patient experienced pain in the neck area and indicated patient was concerned with erratic stimulation. The patient's treating physician indicated the settings were reduced from 2 ma to 1.75 ma. Diagnostics at the time were within normal limits (no specifics) and eos was no. Information from the area representative indicated the patient was being referred for generator replacement surgery due to the pain in the neck area. Additional information from the treating physician indicated the patient will be having replacement surgery to preclude a serious injury as the shock from the generator is painful occasionally. At the moment no date has been given for the replacement.

Event description:
Battery replacement took place as scheduled and attempts to obtain the explanted generator were unsuccessful to date as the device was discarded after surgery.

Manufacturer narrative:
.